Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase; unable to complete functional test or confirm the e70 alarm due to motor error alarm. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump attempts to rewind during prime. The device alarms motor error when she attempts to rewind the device. The customer didn't recall her blood glucose level. Troubleshooting was performed and it was noted the device had alarmed motor position encoder error. The customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. She might return the device for analysis.